Manufacturer narrative:
Additional information: details added to b5. Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 382523 and lot number 4025973. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Event description:
Additional information from the customer: there was no patient harm , how many patients is unknown and the event happened over a week long period.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc leakage past blood control. The following information was provided by the initial reporter: when used blood comes from the needle as if there is no stop after the flash.